Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was malfunctioning. It did not correctly inflate and deflate. The patient underwent a revision procedure in which his pump was explanted and replaced without further complications.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual examination showed that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing identified that the pump failed the activation test. Based on that observation, the reported allegations of inflation, deflation and mechanical issues are confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The device was functionally tested and it was identified that the pump failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was exhibiting problems. It did not correctly inflate and deflate. The patient underwent a revision procedure in which his pump was explanted and replaced without further complications.